Manufacturer narrative:
Type of investigation, investigation findings, and investigation conclusions codes updated for no product returned.

Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed that the patient's slow ventricular tachycardia and atrial pacing had caused a sensing issue on the discrimination channel resulting in non-sustained right ventricular oversensing episodes on the implantable cardioverter defibrillator (ICD). There was no hv output since the rhythm was below the therapy zone. Programming changes were performed to resolve the issue. The patient condition was stable before, during, and after.